Event description:
During atrial fibrillation (afib) procedure, physician tried to move the lasso catheter to the right inferior pulmonary vein but it did not work. Physician stated "lasso catheter's curve seems to be broken because I tried to curve to contact inferior side but it didn't move anymore." The issue was resolved after the catheter was replaced. On (B)(6) 2014 the catheter was received. Upon receive of the device; it was observed catheter rings #1 and 2 were dented with edge of proximal slightly above pu margins. Ring #4 was squashed, folded over and sharp on proximal side other side is above the pu margin. Due to the catheter condition this is now a MDR reportable event. The alert date was reset to (B)(6) 2014.

Manufacturer narrative:
(B)(4).